Event description:
It was reported that intermittently the 9900 system c-arm will not boot up and no fluoro after boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the generator interface board. The system was tested and found to be working as intended and placed back into service.